Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, vision was reported to be improved but is still fluctuating. Patient complained of slight burning after work. The patient was advised to increase artificial tears usage. Patient was using artificial tears four times a day.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient complaining of blurry and fluctuations in the vision in patient's right eye 12 days post photo refractive keratectomy (prk). Dry eyes was reported. 1-2+ punctate epithelial keratitis (pek) was noted which doctor felt was consistent with post prk normal findings. Patient was reeducated and reassured regarding the recovery and healing post surgery. Topical steroid dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.